Event description:
Health professional reported vomiting. A lap-band ap system adjustment and lap-band ap system removal took place to treat event.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Vomiting is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended".